Event description:
Hosp advised this occurred while pt was on a pt controlled analygesia pump infusing morphine. When the pt pushed the button the display changed to indicate the drug concentration and dose changed from 1mg to 12.1mg. Nursing checked morphine volumes and determined the pt did not receive an overdose. There was no consequence to the pt. Hosp also advised the pt pump locking mechanism did not work correctly.